Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary 2 tower door failed were caused by the plastic container not being fully pushed into position. The field service engineer (fse) after adjusting and testing the drawer multiple times, the door functioned normally. The issue was resolved with proper container placement. The system functioned as intended after the field service engineer repaired the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer 2 had failed and required immediate maintenance. The customer attempted reboot and recovery, disconnected and reconnected the power cable, and checked the back panel, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.